Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that suction did not work, device somehow clocked. The three devices were received and evaluated in (B)(6) laboratory. Visual inspection revealed that the electrodes are in normal use condition. The electrodes were evaluated and the following results in the pre-investigation are the cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation and has rests of tissue debris. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis. Three vapr clplse90 electrode w hand cntrls were returned to manufacturer for evaluation, and they were returned in the same bag without identification, therefore the device could either be lot number u2101014, u1904231 or u2009057. The manufacturer conducted visual inspection and functional test of each device received. The visual inspection of the third electrode revealed that it have not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip. Tissue debris visible inside active tip suction port, residue in suction tube. Device shaft distorted. No visible damage to the device handle, cable or plug. A DHR review has been performed for lot u2006010; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended. Summary of the third electrode: the blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA no. Cap101588. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure mode has been conducted under cap- 101588. The CAPA report kt analysis concludes the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. Linear line 2 equipment was decommissioned january 2021 and superseded by mx2 equipment (linear line 3) utilizing a different transfer mechanism concept and with improved status monitoring.1. The customers device was manufactured on linear line 2 in cleanroom 2. Please refer to CAPA investigation report -cap-101588 root cause. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the suction of the vapr clplse90 electrode w hand cntrls device did not work as it was clogged. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.